Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery and unspecified pump error. The customer¿s blood glucose level was unknown. The customer reported that the film lenses over screen and was stopped in the middle of a rewind. It was reported that they had to reboot and also had unexplained random no delivery. The customer reported that they had error code. The insulin pump will not be returned for analysis.